Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that an initial interrogation revealed a battery voltage of 2.61v. A subsequent interrogation one minute later revealed a battery voltage of 2.24v. No programming changes were made between the two interrogations.